Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to conduct the occlusion test due to the blank display. The insulin pump had a scratched display window.

Event description:
The customer called to report that the insulin pump fell in water, then dropped on the ground. The customer stated that she performed a selftest, and the insulin pump passed. However, the customer reported high blood glucose levels ever since dropping the insulin pump. The customer asked to have the insulin pump replaced. Nothing further was reported.